Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material rupture, stent dislodgement and activation failure of the stent were confirmed. The reported difficulty to advance and entrapment could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) via a pedal approach. The 7x29 mm omnilink elite stent delivery system (sds) became stuck in the calcium of the superficial femoral artery (sfa) during advancement and the device also could not be pulled back. It was attempted to pull the device back into the sheath but it would not come out. The balloon was inflated twice to nominal pressure and it was thought that the balloon of the delivery system had ruptured and kept the stent from deploying. The stent was not lined up with the balloon markers. Additional balloons were advanced to attempt to deploy the stent but this was unsuccessful. The patient was transferred hospitals so a vascular surgeon could remove the device via surgical cut down. The patient is doing ok after the surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.